Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The treatment for the peritonitis included injections of ceftazidime (1 gram, frequency and route not reported) and amikacine (100 milligrams, route and frequency not reported). The outcome of the peritonitis was unknown. The action taken with pd therapy was not reported. No additional information is available.